Manufacturer narrative:
Manufactures investigation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction # (B)(4)). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information received on 19 jun 2019 reported that the patient underwent colorectal surgery and is no longer bleeding. There were no equipment exchanged and the patient was discharged home.

Manufacturer narrative:
Approximate age of device- 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2019, the patient presented with blood in stool after bowel movement. A mass was found in the patient¿s colon in which a biopsy found to be benign. The patient was admitted, and colorectal surgery was consulted for a resection for (B)(6) 2019. Warfarin and aspirin were being held. Additional information was requested but not provided.